Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The reported event occurred on an unspecified date and involved an unspecified microclave device that reportedly leaked unspecified fluid(s) during patient use. There was no report of any human harm.